Manufacturer narrative:
The manufacturing location for this product is cazin, bosnia. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ secondary set c61 was missing its tubing clamp. The following information was provided by the initial reporter: "clamp is missing from the new secondary set (c61). Clamp shown to be missing from a packed of secondary set (c61)."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1024010. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was supplied to our facility to aid in our investigation. The photographs displayed a device that lacked a pinch clamp. This nonconformance has been confirmed. Based on the image our engineers were able to associate the root cause for this event with the manual assembly process. Human error can result in the clamp component not being attached to the device during assembly.

Event description:
It was reported that the bd phaseal¿ secondary set c61 was missing its tubing clamp. The following information was provided by the initial reporter: "clamp is missing from the new secondary set (c61)... Clamp shown to be missing from a packed of secondary set (c61)."